Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient started to "blackout" but did not completely blackout. The episode lasted about four seconds. The patient also stated that the device did not go off. The patient has not been seen by the physician. The device remains in use. No further patient complications have been reported as a result of this event.